Event description:
Once the endocutter psee45a has completed firing, when the endocutter is opened, the internal part of the charge, where the firing is initiated, falls out or detaches from the metal part containing the charge. This occurs intraoperatively. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.